Manufacturer narrative:
Reported event of distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on unknown date. According to the complainant, the tip of the catheter broke just proximal to the radiopaque marker band and remained on or over the guidewire. Since the detached piece remained on the guidewire, the physician removed the endoscope from the patient and removed the tip of the catheter from the endoscope. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.